Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their low blood glucose levels and sensor. The customer states they received calibration error alerts. The customer's blood glucose level was 41mg/dl. The customer states they treated for the low. The customer was assisted with troubleshoot for sensor issues. The customer states they would be setting up carelink and downloading. The customer would be calling back at a later time to review reports.